Manufacturer narrative:
The device was manufactured between february 2, 2016 and february 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a large volume intermate. The device was filled with 80 ml of tobramycin diluted with 120 ml of sodium chloride. The intermate infused for 90 minutes. The expected infusion time was 60 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.